Event description:
Additional information received from the manufacturer representative reported that all impedances with any combination of electrodes 0, 1, 2, or 3 were all still > 10,000 ohms. The patient was going to be scheduled for a revision surgery but no date had been set yet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that the patient was getting inconsistent stimulation at the time of their last office visit.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# j0405996v, implanted: (B)(6) 2004, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a return of pain and the patient couldn't feel stimulation. The patient's leg jumped when he was programmed post-operation. It was also reported that a few of the impedances were high during the replacement surgery but they were not concerned as they were not using those specific electrodes. No falls or trauma were reported. The patient then came back in the day of this report. The lead configuration was noted to be 0-3 and 4-7. All impedances were greater than 10000 ohms at 1.5 volts. The lead configuration was then changed to 0-3 and 8-11. The impedances were the same. It was then tried again by flipping the lead configuration in case the leads were in the correct ports and impedances were run again. Impedances remained the same. Follow-up determined that no other information was known; the patient was leaving the area until september so nothing was going to be done until return. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was not working properly. At a reprogramming prior to the replacement in (B)(6) 2015 it was noted that one of the wires was bad. The wire was not replaced. The device would not turn on on the day of implant. The patient went home and played around with the programmer and they were able to turn on the stimulation and adjust the parameters. The ins was not holding a charge like it used to when they were charging and they were not able to get the ins to charge to full. When they were trying to charge they were not able to charge the last quarter and when they were trying to charge the last quarter they would see a screen showing that the antenna was too hot and they had to quit recharging. The ins did not hold a charge like their prior ins. The ins was not covering their pain like their previous ins did and they wanted their ins reprogrammed. The patient had also experienced a couple of bad falls in (B)(6) 2015. The patient experienced a return of symptoms and the stimulation was not controlling their pain. They were unable to adjust their stimulation parameters with the programmer and they were in excruciating pain. These issues started on (B)(6) 2015. The patient was able to feel their stimulation. They needed stimulation for both legs but they were only feeling stimulation down their left leg. The patient had been seen by their pr imary care provider and it was noted that there was no blood clot. The ins was implanted for pain and falls.